Event description:
It was reported that patient presented to the hospital with shortness of breath and cardiac pain. Upon investigation, pericardial fluid was observed via echo, although perforation was not confirmed. During the lead revision procedure, the rv lead was observed to have perforated the heart tissue. The lead was repositioned successfully. The patient was moved to intensive care for further monitoring. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.